Event description:
It was reported that the zimmer dermatome was not working properly. Add'l clinical f/u indicated that dermatome would not harvest skin. It was reported that different depth settings were tried by the surgeon and the blade was changed, but the harvested tissue emerged as only thin fragments. It was reported that an add'l amount of donor tissue was required to be harvested to complete the planned procedure. The procedure was stated to have been completed by the originally device, sn (B)(4). The surgeon indicated the surgical procedure time increased by an add'l 20 minutes which occurred as a result of adjustments to the depth setting, blades, and increasing the nitrogen psi regulator. The planned procedure completed by continuing to take donor grafts that were reported to be "short, choppy pieces, not the usual long strips." There was no report of harm due to the add'l surgical time and no unanticipated medical/surgical intervention was implemented.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.